Event description:
Pelvic abscess, in 2002, info was received from a physician which indicated that a pt developed a pelvic abscess at the site where seprafilm had been applied, a few days after undergoing a total abdominal hysterectomy (tah), bi-lateral salpingo oophorectomy (bso), and lysis of adhesions, performed through a pfannenstiehl incision. The abscess was temporarily resolved with CT guided drainage. During their post operative course, pt developed pneumonia. Sometime after discharge, the pt was re-admitted with pancreatitis, small bowel obstruction and re-occurrance of the pelvic abscess. Pt underwent a second laparotomy through a midline incision. The pt was treated with total parenteral nutrition (tpn), percutaneous endoscopic gastrostomy (peg) and was eventually discharged. The treating physician assessed the event as possibly related to the use of seprafilm. Further info is anticipated.